Event description:
Customer reported to beckman coulter, inc. (Bec) that there was a very small drop of diluent at the proble of the coulter ac*t series analyzer. Customer reported that hemoglobin hgb was not passing start up. There was no report of patient results affected. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) replaced the white blood cell (wbc) bath which resolved the high hgb backgrounds issue. The fse did not observe dripping at the probe and was unable to reproduce this issue. Root cause of the leak is unknown.

Manufacturer narrative:
(B)(4).